Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a trauma surgery, an unknown drill bit broke inside of the 1.8/2.4mm double-ended drill guide. Incident occurred with instruments inside patient. It is unknown how the procedure was completed and if there was any delay. The patient outcome is unknown.

Manufacturer narrative:
H10: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The drill bit has broken off inside the mating tool, rendering the device inoperative. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. As the device broke inside the guide and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00092454-1